Event description:
The user facility reported that during an unspecified procedure, the distal end of the device broke off in the pt. All pieces were successfully retrieved from the pt by unk means. The procedure was completed using a second device that reportedly cracked, but experienced no broken pieces. There was no pt harm reported.

Manufacturer narrative:
Olympus followed up with the user facility via telephone and in writing to obtain add'l info regarding the reported event, but did not receive any add'l detailed info regarding the reported event. The user facility indicated that they would not be returning the devices for eval. The exact cause of the user's experience could not be conclusively determined. If add'l and significant info is received at a later date, a supplemental report will follow. This report is being submitted as a medical device report in an abundance of caution.